Event description:
(B)(4). I had procedure done (B)(6) 2015 and was bleeding from vagina on (B)(6) I had felt like I had to push a baby out of me and had skin coming out of me in baseball sizes so I go to hospital and has a CT scan with dye and the devices were in my uterus instead they said if we dont do emergency surgery you could die so they could only remove one and the surgery was done on (B)(6) the other piece fell out weeks later at home but because the devise was damaged it messed and cut my insides on its way out I am now still having problems with chronic pain and bloating I have been bleeding since may and have to take hormone pills cause the bleeding wont stop